Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 460 mg/dl. The customer was mentioned that the insulin pump had insulin flow block alarm. Customer reported that insulin exited with the fill tubing. Explained to the customer that the insulin pump was working as designed. Troubleshooting was performed for insulin flow block alarm and was not able to fill cannula. Customer was able to gave bolus and will monitor the insulin pump. The insulin pump will not be returned for analysis.